Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2021. Review of transmissions revealed that the right ventricular (rv) lead had low defibrillation lead impedance. Physician brought the patient in clinic for a check. During examination of rv lead, all the functions were normal and the lead defibrillation impedance was within range. Physician made programming changes to the lead to avoid this issue in the future. The patient was in stable condition before, during and after the intervention.